Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received air bubbles in reservoir and is in need of ordering new supplies. Customer reported that air bubbles have caused high blood glucose. Blood glucose levels were unknown. Customer was advised of proper care of insulin in reservoir. Customer disposed of supplies and could not return it for analysis purposes.